Event description:
A number of packets of the syringes have been structurally damaged with some bent, blunt, frayed, dull. The present ones have their safety caps crushed and some did not have the caps.

Event description:
Add'l info received from MFR 8/18/2004: condition reported: user reports receiving syringes with missing caps, crushed damaged packages, needles that are bent/blunt/frayed (burred/hooked points). Investigation results: since no samples were returned for eval, MFR is unable to confirm the reported defects. A review of records indicated that no other incidents have been reported on the returned product lot number. Further review on the product line showed that no other incidents in the last two years have been reported for missing shields or damaged packages. MFR has had some incidents of dull needles which usually took place during the allergy and flu seasons in which the usage for this product is very high. Based on this info, MFR can conclude that the extent of the damage reported by this customer is extremely unusual. Mfg facility will be advised of this report. All product incident reports are logged into a database that is reviewed regularly for possible emerging trends that will identify any corrective actions warranted to provide continuous improvement.